Event description:
It was reported that during the system change procedure, the physician opted to place this right ventricular (rv) lead outside of the heart. The rv lead tip was capped and sewn down; however noisy signals were seen through the new implanted device. Technical services (ts) stated that if the rv was to be sewn on the outside of the heart it will not be going to sense ventricular fibrillation (vf) appropriately. It was at physician's discretion to proceed. This rv remains in service. No additional patient adverse effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that during the system change procedure, the physician opted to place this right ventricular (rv) lead outside of the heart. The rv lead tip was capped and sewn down; however noisy signals were seen through the new implanted device. Technical services (ts) stated that if the rv was to be sewn on the outside of the heart it will not be going to sense ventricular fibrillation (vf) appropriately. It was at physician's discretion to proceed. This rv remains in service. No additional patient adverse effects were reported.